Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a damaged drawer bus cable and loose pyxis bus and row board connections. The field service engineer reseated all connections, replacing the damaged pyxis bus cable, and performing hardware tests to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medstation performed analysis report (mpar) alerted that this was a failed site. However, there were no delays or adverse events or injuries reported based on this event.